Event description:
It was reported that during an intracept procedure, there was tension when the physician placed the j-stylet in the correct position. When the curved cannula assembly was removed, the peek was missing. This happened to both curved cannulas in the same kit. It was noted that there was peek overdrive where the peek became rigid and torn after one level was completed. A bit of the peek was broken off when the physician tried to wheel up the j-stylet into the curved cannula assembly and it was left inside the patient. It is unknown if the device fragment was contained inside or outside the bone. There were no patient complications.

Manufacturer narrative:
The intracept access kit was returned and a visual inspection revealed that both curved cannula shaft tips were broken and the straight stylet shaft was damaged. The bevel stylet, the diamond stylet, and the j-stylet were each tested with a known good introducer cannula and revealed that they lacked any extreme resistance and locked during the functional test. The two introducer cannulas were tested with a known good bevel stylet and the test revealed that they lacked any extreme resistance and locked during the functional test. A labeling review did not reveal any anomalies as it states that in the event of inadvertent advancement of the introducer cannula during deployment of the curved cannula assembly, care must be taken to prevent potential further device damage. This can occur if mallet strikes continue to be delivered when the gear wheel is in contact with the introducer cannula. This scenario can create a condition in which the introducer cannula advances along its straight trajectory, while the curved cannula is held in the bone along its curved trajectory. This can lead to the creation of a kink in the curved cannula material. If it is suspected that this occurred, or if retraction of the curved cannula is difficult, it is recommended that introducer cannula and curved cannula be removed as a single unit, rather than retracting the curved cannula by itself. A labeling review also states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Excessive force can result in product issues. A risk review was completed and confirmed that the event of sheared peek - distal tip was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The event of the missing peek on the curved cannulas was confirmed. The two curved cannula shaft tips were broken and the straight stylet shaft pebax was damaged. The breakage and the damage were likely due to use of excessive force during the procedure. The bevel stylet, the diamond stylet, the two introducer cannulas, and the j-stylet exhibit normal functionalities.

Event description:
It was reported that during an intracept procedure, there was tension when the physician placed the j-stylet in the correct position. When the curved cannula assembly was removed, the peek was missing. This happened to both curved cannulas in the same kit. It was noted that there was peek overdrive where the peek became rigid and torn after one level was completed. A bit of the peek was broken off when the physician tried to wheel up the j-stylet into the curved cannula assembly and it was left inside the patient. It is unknown if the device fragment was contained inside or outside the bone. There were no patient complications.